Manufacturer narrative:
The returned product was evaluated and the reported failure of the needle mechanism to properly deploy the cannula was confirmed. Mechanism rails-wings did not capture slide insert was determined to be the root cause. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 18 mmol/l (324 mg/dl) after wearing the pod between 1 and 4 hours. The pod was deactivated and she noticed that the needle did not fire.